Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, when inflating the balloon the whole device(shaft + balloon) would rotate, the doctor held the shaft in place to get the directional balloon to inflate where desired. The tan portion that clips to the cannula was loose and would not hold the shaft in place. At this instance the balloon ruptured and as a result some contrast media leaked in the patient.. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis:functional evaluation of the ibt balloon identified a sharp cut at the balloon, disallowing inflation. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. If information is provided in the future, a supplemental report will be issued.